Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('some women have had removal only to find fragments left behind and were still having the same symptoms of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (they had undergone surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('some women have had removal only to find fragments left behind and were still having the same symptoms of essure') and device breakage ('fragments left behind') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (they had undergone surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('some women have had removal only to find fragments left behind and were still having the same symptoms of essure') and device breakage ('fragments left behind') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (they had undergone surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, event "fragments left behind" (device breakage) was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.